Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore® excluder® aaa endoprosthesis. Following deployment of the ipsilateral leg, the guidewire was found to have been unintentionally withdrawn during the removal of a marker-equipped catheter. The guidewire was reinserted. After deployment of the additional contralateral leg endoprosthesis on the distal side of the ipsilateral leg and during touch-up, it was confirmed that the contralateral leg endoprosthesis had been deployed outside the ipsilateral leg. An attempt was made to insert the guidewire alongside the contralateral leg, but it was unsuccessful. Therefore, the procedure was converted to an aorto-uni-iliac (aui). After creation of a femoral-femoral artery bypass, an additional stent graft was deployed in the proximal portion of the trunk-ipsilateral leg endoprosthesis to block blood flow into the ipsilateral leg. The contralateral leg endoprosthesis leg that had been deployed outside the ipsilateral leg was embolized using a vascular plug. To reinforce proximal sealing, an aortic extender endoprosthesis was deployed, but an endoleak was observed. Although it was considered to be a type I endoleak on the proximal side, the case was concluded with a decision for follow-up observation. On an unknown date in (B)(6) 2025, a computed tomography scan confirmed the persistence of an endoleak. On (B)(6) 2025, the patient underwent reintervention. During a full angiographic evaluation, a type iiia endoleak at the proximal site was noted. Reportedly, the type iiia endoleak was attributed to the trunk-ipsilateral leg endoprosthesis, the contralateral leg endoprosthesis (which had been deployed in the proximal portion of the trunk-ipsilateral leg endoprosthesis), and the aortic extender endoprosthesis. In addition, contrast agent inflow from the plug embolization site was identified. To treat the type iiia endoleak, an aortic extender endoprosthesis was additionally deployed at the proximal site. Furthermore, since embolization with the plug was incomplete, additional coil embolization was performed. Subsequent angiography revealed an endoleak, which was determined to be a type ii endoleak originating from the inferior mesenteric artery and lumbar artery. The endoleak was managed with follow-up observation.